Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils and a lantern delivery microcatheter (lantern). It was noted that the patient''s anatomy was tortuous. During the procedure, the physician advanced a ruby coil into the target vessel using the lantern but decided to reposition the ruby coil. While retracting the ruby coil, the physician experienced resistance and subsequently, the ruby coil unintentionally detached inside the lantern. Then after several attempts, the physician flushed the detached ruby coil out of the lantern and into the target vessel using a syringe. The procedure was completed using additional ruby coils and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.